Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via email indicating that their insulin pump had an insensitive act button. The customer's blood glucose level was unknown at the time of the incident. The customer returned the product for analysis.

Manufacturer narrative:
The insulin pump was received with act and esc buttons unresponsive due to lcd keypad connector unlocked. The insulin pump had minor scratched display window.